Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the rear panel was crushed. A review of the device history record (DHR) resuts found that there were no deviations that could have caused or contributed to the reported issue. Based on the results of investigation, the root cause could not be identified, however the likely was was due to failure or lifetime of the lamp. There was no non-conformity of the device during manufacturing. The device was shipped in accordance with specifications. It has been over 10 years since the subject device was manufactured. The event can be detected/prevented by following the instructions: 4.5 checking the lamp usage time: check the lamp usage time display on the operation panel. If the "500h" lamp time display lights, replace the lamp with a new one in accordance with "chapter 6 replacing the lighting lamp". 4.6 check illumination light : confirm that illuminated light is discharged from the tip of the endoscope. If the "500h" of the lamp-use time is not displays and if you feel that it is dark even if it is not lit, follow the news in "chapter 6 replacing the lighting lamp" and replace with a lamp to the new one. 6.1 overview and notes on replacing the lighting lamp: replace the lamp with the one specified below. Xenon lamp maj-1817 (olympus). If you need a new lighting lamp, contact olympus. 6.2 removing the lamp . 6.3 installing the lighting lamp . Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code e102. The issue was found during diagnostic esophagogastroduodenoscopy. Reportedly there was a 2-minute delay and the procedure was completed with the same set of equipment and no additional anesthesia was required. The customer confirmed that there were no adverse effects to the patient or any additional medical treatment required. There was no impact to the diagnostic outcome of the procedure.